Event description:
Related manufacturing reference number: 2017865-2023-15784. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead and the right ventricular lead were failing. No intervention was performed. No patient consequences were noted.

Manufacturer narrative:
Further information was requested but not received.